Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia for evaluation. Olympus australia checked the subject device and could duplicate the reported phenomenon which the image of the subject device was not displayed when the subject device was connected to evis 180 series videoscope. It was also found internal signs of corrosion of the video connector. The subject device was seemed to need the replacement of the front connector socket and printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus australia, omsc surmised that the reported phenomenon was attributed to following causes; -the image of the subject device was not displayed when the subject device was connected to evis 180 series videoscope it might have occurred due to the operational amplifier failure on the printed circuit board of the subject device, because the subject device has been manufactured before the design change had been made for the operational amplifier on the printed circuit board. -it was found internal signs of corrosion of the video connector. It might have occurred because the user has connected the electrical contacts of the video connector to the subject device when the contacts were not completely dry or cleaned the video connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was connected to evis 180 series videoscope at the inspection before use. The user also reported that the image of the subject device was displayed when the subject device was connected to other series videoscopes. There was no patient injury associated with this report.